Event description:
Five days after percutaneous coronary intervention (pci) with two cypher stents, the patient complained of chest pain during the hospitalization. Coronary angiography revealed thrombus from the proximal edge of the 1st cypher to inside the distal end of the 2nd cypher stent. To treat the thrombus, aspiration was conducted. Then, poba with quantum maverick (2.5/12mm) at 20atm for 20sec and hiryu (3.0/10mm) at 20atm for 20 sec were conducted. The patient was discharged from the hospital 22 days later. The physician commented that the possible cause of the thrombotic event was that the both stents were under-dilated because of the calcified lesion. Elective pci was performed on a de novo lesion from the left main, proximal lad to mid lad of 43mm in length in a 3.0mm vessel diameter at a bifurcation. The (type c) concentric lesion was calcified. The lesion was pre-dilated with a 2.5x12mm balloon at 16atm for 30sec at the mid to proximal lad. Then a 2.5x28mm cypher was implanted at 20atm for 20sec at left main to proximal lad, proximal to the 1st cypher and overlapping it. Post-dilation was conducted with a 2.5x12mm balloon at 26atm for 20sec, for three times. Ivus was conducted, the residual % of stenosis was 0%. Timi flow before the procedure was 1, after the procedure was 3. Act was measured and the measured value was 319. Pre-procedure medications included, aspirin 100 mg/day and clopidogrel sulfate 75 mg/day. Intra-procedure medications included, heparin 8000 units, aspirin and clopidogrel sulfate. Post-procedure medications included, aspirin 100g/day and clopidogrel sulfate 75mg/day.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. Additional information received will be submitted within 30 days of receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing number 9616099-2009-01072.